Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per complaint details, an insert revision was performed and it was noted the post had ¿snapped in half¿. Reportedly, all pieces were retrieved and no patient injury resulted; however the surgeon does blame the device. The provided intra-op images support the complaint. The length of time in-vivo remains unknown. Based on the limited information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported insert revision could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to, the sz 5-6 9mm journey bcs poly was broken and the post on the poly had snapped in half. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. The surgeon blames the device. The surgeon was satisfied with the surgical outcome. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.